Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer that during a cardiac case that had 62 minutes of fluoro and 31 runs, the patient received approximately 9gy of dose.

Manufacturer narrative:
Philips investigated this issue and reviewed the log files which showed the customer performed a tube yield calibration on the system. The tube yield calibration was done incorrectly, most likely the manually submitted parameters were entered 10 times too high. The consequences of the wrongfully executed calibration were: the dose values that the system reports (air kerma and dap) were 10 times higher than they are in reality. The system restricts the dose with fluoro, resulting in a iq reduction during fluoro. This means the reported 9 gy was not correct, the patient only received 0,9 gy. The incorrect tube yield calibration did not result in extra dose for the patients we advise the customer to follow the aiat procedure when calibrating the x-ray tube to prevent the issue from occurring again. This aiat procedure is to be found on philips incenter which is available for the customer. (B)(4).